Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va108e0, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the healthcare provider (hcp) via the manufacturer representative that the patient was having bothersome and painful stimulation after the implantable neurostimulator (ins) was confirmed to be off. The hcp turned off the device, and had the patient return after a week to verify that it was off. An impedance test was run, and the impedance values were within normal ranges. Additional information was received that indicated that the ins and lead were explanted the day following the report. The issue was noted as resolved.

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)) found insignificant anomalies and was functionally okay. Analysis of the lead (lot # va108e0) found the lead body was cut through and the product was segmented. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.